Event description:
Home patient reports that the plastic sheeting covering the outside of the homechoice cassette was not properly adhered to the cassette. No patient injury or medical intervention was associated with this incident per the home patient.